Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient felt as though their device may have migrated deeper in (about an inch) and wasn¿t sure if there would be an affect. There were no further complications reported.